Manufacturer narrative:
The cannula has been received by medtronic's quality laboratory and analysis is currently underway. Upon completion of analysis and medtronic's investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed the distal end of the device was cut off at the 40cm mark. The device was observed under magnification, which showed some evidence of surface cuts and possible puncture marks, similar in shape to suture needles, on the body of the device located approximately half way between the 40 and 50cm marks. Based on these observations, there was no indication of manufacturing defects that would have led to this occurrence. Performance analysis was performed by performing pressure and vacuum testing. During these tests small air bubbles were observed. After consultation with a medtronic physician, it was determined that it was unlikely that the cannula was responsible for the large air embolism, given the testing and the fact the side holes and tip would have been well within the thoracic cavity. However, sucking air around the insertion site of the cannula into the femoral vein is possible. Based on the size of the patient, it is anticipated that damaged area of the device would not be exposed to the open environment.

Event description:
Additional information was received that after the cannula involved in the event was removed from the patient and replaced, the surgeon cut off the tip so they could seal the distal end and pressurize the cannula to look for a potential leak. The body of the cannula was returned to medtronic for analysis, but the tip was not returned.

Event description:
Medtronic received information indicating that during veno-atrial extracorporeal membrane oxygenation (ECMO) for emergent cardiopulmonary resuscitation (CPR) for acute cardiogenic shock, a large amount of air entrainment was observed through this biomedicus multi-stage femoral venous cannula. The physician stated that the cannula was positioned in the left femoral vein with the cannula tip in the right atrium for venous drainage. It was reported that the air entering the circuit from the venous side resulted in a "massive air load to the patient's arterial system". Available information indicates that no venous reservoir was used in the procedure, and that the higher-than-expected air flow could not be processed by the (non-medtronic) oxygenator in the perfusion circuit. While attempting to identify the source of the air, a staff member put "their ear to the [patient's] groin, a quiet noise could be heard, probably being the air suction that was intermittent beneath the skin as was just within the wound". The cannula was removed and replaced. The patient, who was critically ill, later passed away. The customer indicated that the air intake into the circuit may have contributed to the patient's death. After the cannula involved in the event was removed from the patient and replaced, the surgeon cut off the tip so they could seal the distal end and pressurize the cannula to look for a potential leak. The body of the cannula was returned to medtronic for analysis, but the tip was not returned.